Manufacturer narrative:
The meter serial number was not given, so it was not possible to determine a manufacture date.

Event description:
The customer tested her blood glucose and received a reading of 5.3 mmol/l. She did not adjust her medication, but she drank some juice, thinking that her glucose was low. The customer was able to reset her meter to mg/dl, and no product will be returned.